Event description:
It was reported that an asymptomatic patient presented in the or for implant, post-paced t-wave oversensing was observed via real-time egm. The patient did not receive inappropriate therapy during oversensing. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.